Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, broken battery tube threads, a cracked end cap, and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are unresponsive. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.